Event description:
It was reported that during the implant procedure, the helix did not extend after the recommended number of rotations. It was also noted that after multiple attempts, the helix did not extend. The lead was not used and another lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the helix was distorted/bent, there was blood in/on the helix mechanism, and the lead was damaged at implant. The analyst also noted that the helix extends and retracts within specification; however, the helix was returned damaged.